Event description:
It was reported that before using one (1) bd a-line¿, the stopper was deformed and detached from the plunger rod. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 05-nov-2025 investigation summary bd received one sample for investigation, along with four photos. In the returned sample, the stopper was found detached from the plunger. The attached photos confirmed the reported defect. No retained samples were available for inspection. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd a-line¿, the stopper was deformed and detached from the plunger rod. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.